Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be kinked, however, the timing and cause of the damage could not be determined. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. In addition, the formed needle, bottom housing and adhesive pad were inspected and no abnormalities were found that would contribute to the reported skin condition irritation. The exact cause of the skin condition irritation could not be conclusively determined. No other damages or defects were found that would result in a failure of the device to deliver insulin. The downloaded data showed no signs of struggle during the run. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level had rose to 359 mg/dl. In addition the patient reports they experienced pain, burning and irritation at the pods infusion site. As treatment, the patient applied a new pod.